Event description:
Pt reported obtaining back-to-back blood glucose results of 180 mg/dl and 21 mg/dl, while using the suspect device. Pt indicated that, although she was not exhibiting any symptoms of hypoglycemia, she took a glucose tablet based on the result of 21 mg/dl. No pt injury was reported. Qc testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.